Event description:
The patient had an interstim device implanted for an overactive bladder. The patient requested full removal of the device almost two years later as the implant did not work as intended and instead caused local pain and discomfort. The patient had the device removed.